Manufacturer narrative:
This report is being submitted as follow up no. 1 and to provide the completed investigation results. One 6 fr angio-seal vip was received for product evaluation. The arteriotomy locator and hemostasis sheath were returned mated along with the header bag. Visual inspection revealed a kink observed on the sheath and locator assembly at the blood inlet holes. Functional testing was not possible since all components were not returned. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the application of off axis-forces while tracking the device within the artery caused the kinks on the device. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(6). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the physician inserted the angio-seal device locator and insertion sheath assembly into the puncture site, he felt strong resistance. The physician withdrew the assembly and confirmed that the surface of the insertion sheath was partially rough. The device was not used, and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. The blood loss was less than 250cc's. There was no health damage to the patient. There were no other devices or equipment used with the reported product.